Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found IV mon electrical or fiberoptic defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer sales representative (csr) system serial number (B)(6), called the technical support engineer (tse) requesting assistance due to a repetitive non-recoverable fault occurring on the arm net of universal surgical manipulator (usm) usm 4. A list of related errors was reported as 26002, 32100 and 1107. The tse was able to confirm the reported symptoms with the errors 26002, 32100 and 1107, and based on the analysis of the individual error codes, it was observed that different monitoring circuits reported issues on arm net 4. Since this case requires further troubleshooting and possible parts replacement, the tse oriented csr about the issue and will open a service order to inspect system (B)(6). There was no report of patient involvement.